Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified, distal left anterior descending artery. The 2.80x19 mm graftmaster stent delivery system was unable to cross the lesion to treat a perforation that occurred during use of another device. The procedure was completed with balloon angioplasty only. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.